Manufacturer narrative:
(B)(4). Medical products: unk nexgen knee femoral component, cat#: unk, lot# unk; unk nexgen knee tibial component, cat#: unk, lot# unk . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised twenty years after initial knee procedure to exchange the articular surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-rays review report from mmi state that fit and alignment of the components in the x-rays provided appear anatomic. Bone quality appears mildly osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.